Event description:
Manufacturer ref # (B)(4)

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on received device logs and the problem description. It was reported that the ventilator generated an alarm indicating a communication error during startup. The evaluation of received device logs can confirm the reported technical errors. The supervision message for "incompatible node: breathing" occurred in conjunction with the event. If the reported fault condition occurs during ventilation, ventilation will stop. The error will be detected at startup and during ventilation and will be reported through audio-visual alarms and the generated technical error codes. The conclusion in this matter is that the reported problem was confirmed from the device logs/problem description. Generated error codes and the message "incompatible node: breathing" indicate that the monitoring pc board was unable to communicate with the control pc board, possibly due to a temporary glitch, but this cannot be confirmed.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).